Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the tower door was failed. A field service engineer replaced the latch switches in tower door 3. Additionally, conductive grease was applied to the latch switch contacts for doors 1, 2, and 4 to improve connectivity. Functionality was verified through diagnostics and confirmed to be working correctly. The system functioned as intended after the field service engineer repaired the device. E1 initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed and required maintenance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.